Manufacturer narrative:
The device was discarded by the user facility and is not available for evaluation. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Corneal haze and decreased vision are listed in the device labeling as known potential risks. Complaint reference #: (B)(4).

Event description:
The patient underwent implantation of the corneal inlay in the left eye on (B)(6) 2016. On (B)(6) 2017, grade 2 corneal haze was observed over and around the inlay. The haze was associated with a decrease in best corrected distance visual acuity (bcdva) from 20/20 (preoperatively) to 20/30 and the inlay was explanted on (B)(6) 2017. Two weeks post explant, the patient's bcdva improved to 20/10.